Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that she had developed a skin irritation under the lifevest. She reported a large open sore that was leaking pus. During a follow-up the patient reported that she had removed the lifevest at her doctor's request. The patient reported she suffers from metallic allergies. The patient reported she would be meeting with her doctor to discuss her continued use of the lifevest. During a second follow-up, the patient reported that she was ending use due to the skin condition. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction.